Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. This lead's allegation could not be confirmed by analysis. However, there were set screw marks noted on the terminal pin and gouge marks from some type of grabbing tool. There were bent stylet returned and cuts in the insulation. The distal end of the proximal spring electrode was separated from the body of insulation and helix was retracted. But, overall, this lead passed electrical testing.